Manufacturer narrative:
Per the clinic, the infection was located at the implant site.

Event description:
Per the clinic, the device was explanted on (B)(6) 2026, due to an infection (site of infection not confirmed) and the patient also no longer using the device. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.